Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : previously reported event of injury was updated to pelvic pain. New events added - abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), were newly added. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.